Event description:
It was reported, there was a decrease in stimulation sensation on the right side of the patient's back and the patient could feel pain. The patient could feel stimulation on the left side of their back and their pain was covered. It was noted when the patient turned a certain way it started working intermittently. It was noted, the patient had had this issue for approximately one week and had tried different programs with no success. There was no known accident or incident related to the complaint. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID, 3777-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 3777-45 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 37092 lot# 285240001, implanted: 2011 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
Product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2011 product type lead product ID (B)(4) serial# (B)(4) product type programmer, patient product ID (B)(4) lot# (B)(4) product type accessory product ID (B)(4) serial# (B)(4) product type recharger product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2011 product type lead .if information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2018 additional information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that three out of the six electrodes were working. Due to this, the caller stated it was not helping the patient's symptoms. The caller stated they went in there twice to have them try to fix it. The last time they were able to successfully charge their device was "probably six months ago." The reason for not charging was that the therapy was not helping their symptoms, so they stopped charging it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they had some falls in the last couple of years and it broke the wires in their back. It was reported that 2 of the wires were not connected any longer which was found on an x-ray. Back pain as well as some leg pain was reported. It was reported that the 3 electrodes not working had not been resolved. No further complications reported/anticipated.